Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review ¿ part number: 314.116. Synthes lot number: 7087500. Review location: (B)(4). Manufacture dates: 02/27/2013. Review of the universal punch DHR revealed parts were released for lot 7087500 on 02/27/2013. The DHR showed that there were no other issues or nonconformances during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery to remove a philos proximal humeral plate on (B)(6) 2015 the tip of a screwdriver shaft stardrive t15 broke off when the surgeon forcefully tried to unlock a screw. The head of the screw was not torn out. The surgeon removed the head of the screw first and then removed the screw by utilizing a removal instrument. The surgery was extended for 30 minutes. No adverse consequences were reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the tip of the distal t8 tip is heavily twisted (approximately 40 degrees) in the direction of screw removal. The star drive flanks show damage/deformation at a length of approximately 1mm from the tip. Because of the damage the complaint relevant dimensions cannot be checked to specifications anymore. The device history record review shows that the devices met the specifications at the time of manufacturing and distributing. The conditions of the returned devices do agree with the complaint description. Visually there does not appear to be an issue other than the damage sustained by screw extraction. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances but caused during a mechanical overloading situation. A final manufacturing conclusion cannot be presented due to the condition of the product. This complaint is deemed indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.